Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t turns off after being on for thirty seconds during a procedure. There is no report of any patient injury.

Manufacturer narrative:
H11: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue: after approximately sixty (60) seconds of run time, the machine shut down. Troubleshooting revealed that the root cause is related to failed compressor. No repair is possible. Therefore, the customer is evaluating to buy a new machine. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.